Event description:
The customer contact reported the device did not deliver. The device was returned to the central processing department with an unsigned note that stated, "will not allow fluid to run through." No tracking info was provided; therefore, specific pt info, device programming, or event details were not available. There were no reports of any adverse events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the rptr upon query by hospira personnel. (B)(4).